Manufacturer narrative:
(B)(4). Date sent: 7/7/2025. B3: publication year of 2018 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested and the following was obtained: what does post-operative complications (n-42) mean? What type of complications were experienced by the patients? All answers are unattainable additional information requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title : clinical outcomes of four liver parenchymal transection techniques for hepatocellular carcinoma: a single institution¿s experience. Author : lei li, chang liu, bo li, jian yang, li jiang, jiayin yang. Citation: int j clin exp med. 2018; 11(8): 8402-8411. The objectives of the study was to evaluate the safety, efficacy, and long term outcomes of the different techniques of parenchymal transection during liver resections. The authors analyzed the clinical data of 681 hepatocellular carcinoma (hcc) patients who received surgical treatment in west china hospital from june 2008 to february 2010. Among these patients, 115 cases underwent radical hepatic resection using the clamp-crush technique, 137 cases using the water-jet dissection, 249 cases using the cavitron ultrasonic surgical aspirator (cusa) and 180 cases using the harmonic scalpel (ethicon; group hs; age: 51.4 ± 11.7; 153 male and 27 female patients). According to the surgeons¿s preference, the different transection techniques included harmonic scalpel (ethicon) to perform hepatectomy. In the hs group, reported complications included post-operative complications (n-42). In the study, the authors believed that the four techniques for performance of liver parenchymal transection are safe and effective. The clamp-crush technique should be considered as the first-choice with advantages in less bleeding, short operation time and hospitalization time. And, there is no disadvantageous impact on the os or rfs for patients with hcc.